Event description:
Reporter states the end user was going forward in end user's chair while in end user's home and the back tube broke on one of the holes for adjustment. The end user sustained a cut to end user's left eyebrow.